Manufacturer narrative:
The insulin pump received with cracked case at display window corners and display window. Unit passed rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had two cracks on the sides of the display screen. The blood glucose reading was 195 mg/dl. The customer stated that the cracks were on both sides of the screen ran toward the battery compartment. She did not recall how the damage had occurred and requested replacement of the insulin pump. Two days later, the customer called reporting high blood glucose levels. She stated that the blood glucose reading was in the 400 mg/dl range and requested to receive her replacement insulin pump sooner. Nothing further reported.